Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to t-wave oversensing (twos). The rv lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The rv lead was placed in the rv outflow tract and had atrial cross chamber sensing. The lead detection was programmed off until lead revision. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.